Manufacturer narrative:
(B)(4). Batch # 356a57. Component code = (B)(4). Per photographic evaluation: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a black reload from the doghouse area and it can be seen damaged (broken). This condition is caused when the reload is loaded incorrectly and joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damage noted. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr55 reload was returned unfired with the swing tab broken. Also, the "doghouse" component of the reload was damaged making the reload nonfunctionally. The event reported was confirmed and it is related to improper use of the device. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the surgeon was using a linear cutter -ntlc55 for a subtotal gastrectomy. While trying to use the instrument, the firing knob didn't proceed. On detailed inspect it was found that the blade hub was damaged, and the blade didn't proceed further. The procedure was delayed by 10 minutes so that the surgeon could change the reload. No fragments were generated. The surgery was completed successfully.